Manufacturer narrative:
This report is submitted on december 9, 2019.

Event description:
Per the clinic, the patient underwent revision surgery on august 26, 2019. Additional information has been requested; however, not made available as of the date of this report.